Event description:
It was reported that the tip had broken off when activated outside of the patient. The tip fell off into the surgeons hand. A second device was used to complete the procedure.

Manufacturer narrative:
The reported condition was confirmed to be a tip break at the distal end. Cutter and housing were visually compared to p/n drawing and it was observed cutter assembly is complete according to drawing. Cutter window could not be verified due to cutter tip was found broken off and was not returned with the device. Housing window was found with wear marks. The unit, fit and performance on the hand piece was tested and passed. Cutter rfid programing was verified and found to be in compliance with the part number specifications. Based on returned unit evaluation, the most probable root cause on this event can be associated to ¿excessive force applied by user (bending/prying)¿. The resulting high friction may lead to surface wear, which will weaken the tip at the contact area, eventually causing the metal tube to fracture. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip had broken off when activated outside of the patient. The tip fell off into the surgeons hand. A second device was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.